Event description:
Treatment of a cavernous ica aneurysm. It was reported that the patient was implanted with one pipeline and developed cavernous sinus fistula 12 days post procedure. The ica was sacrificed with coils and no complications were reported with the patient as a result of the event.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).